Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Additionally, the customer went to the ER and was subsequently hospitalized on (B)(6) 23 with a blood glucose level of 21 mg/dl. Customer addressed low bg with a glucose injection, carbohydrates and glucose tablets. Customer received IV and fluids of saline. Treatment resolved the issue and there was no permanent damage. Customer was released from hospital on (B)(6) 23. Reportedly, the customer continued to use pump for insulin therapy.